Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported under infusion which was not reproduced. The device was tested for flow rate accuracy at 40ml/hr and 125mlhr with resulting values of 2.665% and -2.262% respectively. Both values are within +/-5% specification. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during an unspecified process step. The infusion was set for 1000cc but 500cc were left in the bag. There was no patient involvement. No additional information is available.